Event description:
Manometry probe was calibrated and passed calibration, when placed in patient 4 sensors were not functioning stating fully saturated despite passing the calibration. Had to remove this probe and re-intubate the patient with our second probe. Manufacturer response for system, gastrointestinal motility (electrical), manoscan (per site reporter). Pending.